Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation it was noted that there was an event of right ventricular lead noise. The device diagnosed the event at ventricular fibrillation but shock was not delivered. The lead was reprogrammed. The lead was explanted and replaced. The patient was stable before, during and post procedure.